Manufacturer narrative:
The analysis has led to the following conclusions: this issue is a known issue: the impedance value is not available on a device with a vr model (single chamber) which is not implanted. In addition, the sensing statistics are displayed and the spinner on diagnostics does not stop. This complaint is recorded for trending purposes.

Event description:
During an energya vr device implantation. The tablet used was performed with a very recent smartview version (energya vr df4 device ¿ sn (B)(6). All was normal until we connected the lead to the device and started testing the normal parameters. The sales representative has selected only the impedance measurement (not continuity) and pressed start. The test seemed that it was performed correctly however no value appeared on the screen nor in the overview screen. All other tests were performed correctly, and the values were displayed. Since the r wave was low, the physician decided to reposition the lead and during those 10 minutes I was trying to perform impedance measurements (to see if any output appeared but with no success. The sales representative has finally realized that the ¿diagnostic¿ icon was with a circle icone (as if memories were still being read). He then pressed the re-interrogation button and after a few seconds the correct diagnostic icon appeared and the last measurements performed were available on overview and testing screen. After that all went as normal.